Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected restart alarm, or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was reported that they able to clear the alarms and able to rewind the insulin pump. The customer's wife was reported multiple unexpected restart alarms after battery change. The customer was advised that the insulin pump needed to be replaced and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.